Manufacturer narrative:
Device was used for treatment, not diagnosis. Further investigation of the device determined that device had cosmetic defects, the bearings were damaged, the neuro tip was damaged, and the identification was unreadable. It was noted that part of crane hanger was broken off, the broken off part was not present, the color marks were damaged, and the ball bearing symbol was missing. It was further determined that the device failed pretest for visual assessment, and vibration. This information does not change the assignable root cause of normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the tip of the adult craniotome device was broken. It was not reported if this event occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the bearings of the device were damaged, there was cosmetic defects, the identification was unreadable, and the neuro tip was damaged, . Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation update: further investigation determined that the neuro-tip foot was fractured and the device had cosmetic damage. It was determined that the cause of the craniotome fractured foot was due to excessive lateral force being placed on the device causing it to fracture, which was user error. It was determined that the assignable root cause of the cosmetic damage was due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.